Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. If you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer reported receiving an occlusion alarm and several incomplete bolus alerts. The customer's blood glucose (bg) level was 534 mg/dl. The customer thought the infusion site was "bad". While troubleshooting for the high bg level, a cartridge error alarm (alarm 5) was received. The customer was able to successfully load a new cartridge and change the supplies to the pump. The customer indicated that the site would also be changed and insulin injections would be used to address the bg level. No further occlusion alarms were received. Tandem technical support reviewed with the customer how the bolus alert feature is triggered; however, as the supplies to the pump had been changed, a possible cause of the occlusion was unable to be determined. The current pump supplies were functioning as expected. Reportedly, humalog was used in the cartridge for more than 48 hours.